Event description:
The implant sheared and broke when inserted about half way. The surgeon had punched but did not tap prior to insertion. The tip of the implant remains in the pt. Further communication with arthrex rep attending the case, indicates that the quality of the pt's bone was very hard. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed the implant returned broke off at the area where the tip of the inserter ends. The info reported indicates the surgeon had only punched the bone and the patient's bone was very hard. Product dfu states that in working with hard bone, the user must first punch and then tap to better prepare the bone. This event was attributed to misuse.